Manufacturer narrative:
Follow-up #1: date of submission 8/23/2016 device evaluation: the device has been returned and evaluated by product analysis on 08/02/2016 with the following findings: black box shows evidence of alarms on complaint date. (Post delivery motor power supply faults.) Evidence of moisture contamination behind display lens. Pump powers with returned battery cap. No vibration alert present at power up.. Battery cap is unable to fully tighten. Battery compartment crack observed from thread area to case seal. Evidence of moisture contamination inside battery compartment. "Sleep" current draw is not within specifications. Leak test shows leak at battery compartment crack. Removed pump case. Evidence of moisture damage on transceiver board, vibrate motor and throughout inside of pump. Unplugged transceiver board and current draw levels returned to within specifications. High current draw levels due to internal moisture damage. Vibrate motor unresponsive due to internal moisture damage.

Manufacturer narrative:
The pump has been returned to animas. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas, alleging a battery life power issue, with moisture in the battery compartment. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported as the alleged malfunction has the ability to result in a delay in treatment or long term cessation in delivery if the damage impacts the power circuit or cartridge compartment.